Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficult or delayed positioning (difficult grasping the leaflets) appears to be related to patient morphology/pathology and procedural conditions. The tissue damaged appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was advanced and grasping was performed. It was noted that visibility was good, but it was difficult to differentiate between the leaflet tip (posterior leaflet) and chordae. While grasping the physician tried to release tension by slightly advancing the delivery catheter (dc) handle; however, this potentially caused damage to the posterior leaflet. Additional grasping attempts were made, but the posterior leaflet was difficult to capture. Once the posterior leaflet was captured, the clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information.